Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated, and the investigation was unable to determine a conclusive cause for the reported crack on the hemostasis valve. The loss of fluid column however, was a result of the cracked hemostasis valve. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This being filed to report a leak. It was reported that during preparation of a steerable guide catheter (sgc), a crack on the hemostatic valve was observed, resulting in a leak. The sgc was not used in the patient and the procedure was successfully completed with a new sgc. There was no patient involvement. And no reported clinically significant delay in the procedure. No additional information was provided.